Event description:
During a lobectomy procedure, the firing lever was loose and knife and staples stopped in the middle of firing. Another like device was used to complete the case. There were no adverse consequences to the pt.